Event description:
Healthcare professional reported device perspiration. This record relates to an unknown side. The device has been explanted with a complete capsulectomy.

Manufacturer narrative:
Facility name : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: gel bleed.